Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery alarm and unexpected restart and then the screen went blank. The alarm history showed an unexpected restart alarm, an external ram error alarm and an off no power alarm. Customer stated a temporary basal was not programmed before the unexpected restart and the insulin pump was not stored or not in use for an extended period of time. Blood glucose value is unknown. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; customer did not receive a failed battery test alarm. Customer received an alert to change the time. Customer was advised the battery capo would be replaced and to monitor the device.